Event description:
It was reported that during an unknown procedure, upon putting the ambient super turbovac in the joint, it sparked and exploded. The metal face of the wand was shot into some soft tissue. The piece was able to be removed. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3 h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the tip of the ambient super multivac 50 ifs. The electrode is detached and located next to the device. A picture of the label confirms the device identification information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include contact with metal objects while activating the wand. Based on this investigation, the need for corrective action is not indicated.